Event description:
Ethicon stapler (29mm #(B)(4)) did not work properly. New device obtained, second attempt successful but resulted in some additional damage to tissue due to need for second attempt.